Manufacturer narrative:
The cartridges have not been returned to animas. If they are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose (bg) over 400mg/dl with vomiting/nausea/extreme thirst. During troubleshooting, customer support found that luer connector is not staying connected: patient secures it and primes with no leaking, but it has disconnected twice during use. Two different cartridges were used. This complaint is being reported because the patient experienced hyperglycemia and the luer lock issue was not resolved.